Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd:, UDI#:. Analysis of the desktop charger (s/n (B)(6)) found the connector pin was damaged. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. About 6 months ago the patient noticed the desktop charger (dtc) connector pin was bent. Around the same time, the patient also noticed that they were having a hard time finding a signal between the recharger and implant. The recharger antenna was not damaged. The patient said their implant charges fine once they find the signal. The patient mentioned that they saw their healthcare provider (hcp) today and a manufacturer representative (rep) was present as well. The hcp and rep told the patient to call patient services to request the wireless recharger because they think it would be better for the patient, and because the patient's recharging equipment is old. Agent reviewed elective dbs recharger replacement program. Agent sent an email to repair to replace the dtc. Agent also sent an email to the field to notify them of the patient's interest in the dbs recharger replacement program. No symptoms reported. (B)(6) 2023 (B)(4) update (rep): no new information. (B)(6) 2023 patltr (con): additional information received from the consumer reported the cause of the connection issues was due to the plug being bent. The replacement device helped, but the patient still had some issues.